Event description:
Approximately seven months and two weeks post implantation, the patient was admitted to the hospital for surgical debridement of the driveline exit site. At the end of the procedure, the patient's driveline wires were accidentally damaged during transfer preparations causing the pump to stop. Due to concern for thrombus formation the decision was made to perform an immediate pump exchange. The last report received by site indicated that the patient was in intensive care unit in stable condition.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The pump was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event "driveline cable damage" was confirmed by the facility (although it could be confirmed by the manufacturer because the driveline was not received intact) and a pump exchange was performed to avoid the possibility of a thrombus formation. Pathology exam revealed that pump is within the expected degree of change for these types of implantable devices, the presence of thrombus or similar tissue could not be confirmed. Dimensional and functional verification showed no deviation from current manufacturing and functional specifications. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Patients receiving vads carry multiple pre vad risk factors for infection. Most are hospitalized with multiple catheters, e.g. Venous, arterial, endotracheal, etc. These patients functional capacity is usually nyha class IV with most are on bed rest. Their nutrition and overall health are poor with multiple organs suffering from a lack of perfusion and are at extreme risk for localized opportunistic infections, all of these may have contributed to the reported major infection on the percutaneous site. The last report received by site indicated that the patient was in intensive care unit in stable condition. The most likely root cause for the driveline wire cut could be an improper handling during the surgical procedure performed. The most likely root cause for the clinical adverse event could be a patient pre-existing health condition or an overall poor health. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): adverse events that may be associated with the use of the ventricular assist devices, other than death, include device thrombosis, multi-organ failure and sepsis. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The site indicated that the device would not be returned. Additional information will be submitted within thirty (30) days of receipt. Site indicated it would not be returned.